Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference number (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer jack called in for help on 8015 unit after replace the rear case on the unit he was try to use power unit on and off and some of the keys were not working he would have to replace the front case w/keypad confirm part number to customer.